Event description:
It was reported that during preparation of the 2.0x15 mm mini trek balloon dilatation catheter (bdc), there were bubbles noted inside the balloon. It was decided not to use the device. A non-abbott bdc was used to complete the procedure. There was no device use or patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The balloon was ultimately sent to the sem lab for further analysis. The sem report determined the inner member leak exhibited residue on the fracture surface. Protected regions revealed tearing. Slight abrasion on the inner surface was observed adjacent the leak area. No evidence of severe damage was observed on the outer surface of the inner member in the vicinity of the leak. The investigation determined a potential product quality issue based on the reported leak and noted inner member tear. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.